Event description:
Prior to start of a cryosurgical procedure the dr noticed that the silver tip of the cryotip was missing. The dr has not noticed when the silver tip had originally separated from the cryotip. No pt injury was reported.